Manufacturer narrative:
Based on the claim against the product by the customer noting image orientation issue, an investigation is in progress to determine the root cause of the reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. As such, the probable root cause cannot yet be determined based on the information provided. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted ureteral reimplantation surgical procedure, the 30-degree endoscope rotated automatically after docking and the orientation was incorrect. The customer tried reseating drapes and switched to another universal surgical manipulator (usm). The customer completed the procedure with backup 30- degree endoscope. An intuitive surgical, inc. (Isi) technical support engineer (tse) suggested that the customer manually rotate the suspected endoscope and verify if there was any friction. The friction issue was observed in the rotational axis. The tse suggested the customer return the suspected endoscope. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue occurred at the start of the procedure when the endoscope was installed on the carriage and image/orientation got inverted. The endoscope did not move freely with uncontrolled motion. Image orientation indication was provided to the user via the user interface. The endoscope was attached to the endoscope adapter/base. There was no damage observed on the endoscope adapter/base. There was no injury to the patient due to this issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and placed through a friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The complaint was confirmed by failure analysis.